Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was not fully locked into place when turned in the reservoir chamber. It was reported that the customer experienced many hypoglycemic episodes and some required assistance to reverse. Customer's blood glucose levels were not reported. The insulin pump will not be returned for analysis.